Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The battery used during the event was not provided for evaluation. Physio downloaded the electronic records from the customer's device. A review of the records indicated that the device was powered on using a battery with 36% remaining charge. After having performed two defibrillation shocks over a period of approximately 2 and a half minutes, the battery was at 15% remaining charge with one bar and no ok showing on the readiness indicator. The device would have displayed a "replace battery" message at this time. This apparant loss of 21% of the battery charge during this event, could have occurred due to a possible weak cell in the battery pack. Later, the device was powered on using the same battery and a shock was advised on a similated ventricular fibrillation rhythm and it appears that the device may have lost power unexpectedly while the defibrillation was charging, due to a possible weak cell in the battery pack. A conclusive cause of the reported issue can not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly powered off, during testing. The device's battery indicated it was half full when the device was initially powered on. The device had alarmed "change battery" after charging to deliver energy and subsequently powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
Additional mfg narrative of the initial medwatch report indicates: code # 2645 - na code # 3010 - unlabeled physio-control evaluated the customer's device and was unable to duplicate reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The battery used during the event was not provided for evaluation. Physio downloaded the electronic records from the customer's device. A review of the records indicated that the device was powered on using a battery with 36% remaining charge. After having performed two defibrillation shocks over a period of approximately 2 and a half minutes, the battery was at 15% remaining charge with one bar and no ok showing on the readiness indicator. The device would have displayed a "replace battery" message at this time. This apparent loss of 21% of the battery charge during this event, could have occurred due to a possible weak cell in the battery pack. Later, the device was powered on using the same battery and a shock was advised on a simulated ventricular fibrillation rhythm and it appears that the device may have lost power unexpectedly while the defibrillation was charging, due to a possible weak cell in the battery pack. A conclusive cause of the reported issue can not be determined. Additional mfg narrative of the initial medwatch report should indicate: code # 2645 - na code # 3010 - unlabeled physio-control evaluated the customer's device and was unable to duplicate reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The battery used during the event was not provided for evaluation. Physio downloaded the electronic records from the customer's device. A review of the records indicated that the device was powered on using a battery with 36% remaining charge. After having performed two defibrillation shocks over a period of approximately 2 and a half minutes, the battery was at 15% remaining charge with one bar and no ok showing on the readiness indicator. The device would have displayed a "replace battery" message at this time. Since the customer's battery was not returned with the device, the cause of the apparent loss of 21% of the battery charge during the event, could not be determined. A cause of the reported issue can not be determined.

Event description:
The customer contacted physio-control to report that their device had unexpectedly powered off, during testing. The device's battery indicated it was half full when the device was initially powered on. The device had alarmed "change battery" after charging to deliver energy and subsequently powered off. There was no patient use associated with the reported event.